Event description:
It was reported that there was a pump motor stall and the pt experienced withdrawal symptoms related to this event. She was treated for them and then had her pump replaced with a new one. The pump contained fentanyl at 4700 mcg/ml concentration, baclofen at 2200 mcg/ml, and bupivacaine at 30 mg/ml. The pt's status was undetermined at the time of the report. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.